Manufacturer narrative:
(B)(4) the explanted product was not returned to neuropace for analysis.

Event description:
The patient reportedly had drainage at the incision site starting after initial rns system placement ((B)(6) 2019 ). However, neuropace was not notified of the issue until receiving notification that the rns system (rns neurostimulator and all leads) was explanted on (B)(6) 2021. The patient was also treated with antibiotics. The treating center diagnosed this as an infection .